Event description:
Medtronic conducted a post market clinicai follow-up (pmcf) survey to collect real world data from clinical sites to confirm ongoing safety and performance of the reliant stent graft balloon catheter. During use of the reliant stent graft balloon catheter in 5 cases for temporary occlusion of large vessels to control hemorrhage the following complications were reported, one device related stroke event was reported. It was reported that technical success of successful delivery to the target site and inflation was achieved in all cases. No further information has or will be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.